Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative, computed tomography (CT) technologist, quantum CT, reported that, while in an ear, nose & throat (ent) procedure on the previous day, a scan performed for the surgeon did not load properly onto the navigation system. The navigation system noted the exam was not axial though the exact presentation and the error is unknown. In trouble-shooting, the site representative took the disc to radiology and had it re-burned, however, issue persisted. Re-scanned the patient, disc burned from this series loaded onto navigation system normally and they proceeded with navigation as planned. Delay of case likely over an hour, unclear whether patient was already sedated. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date now provided.

Manufacturer narrative:
Device manufacturing date is unavailable. On (B)(6) 2015 software analysis was unable to determine probable cause with the insufficient information provided. No parts have been received by manufacturer for analysis. Site representative comparing the 2 studies after the fact and they have almost identical protocols. No further details provided.